Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 9 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve had failed due to central aortic insufficiency. Additionally, thrombus/pannus formation on the valve leaflets was observed. Subsequently, a 29 millimeter (mm) non-medtronic transcatheter valve was implanted.

Manufacturer narrative:
Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 9 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve had failed due to central aortic insufficiency. Additionally, thrombus/pannus formation on the valve leaflets was observed. Subsequently, a 29 millimeter (mm) non-medtronic (sapien 3) transcatheter valve was implanted. Additional information was received that the severity of the aortic insufficiency was severe, but the valve-in-valve implant of the second valve resolved the issue. The final implant depth was 5.8 on the non-coronary cusp (ncc) and 7.6 mm on the left coronary cusp (lcc).